Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. There was no button error alarm on the device. The insulin pump had minor scratches on the display window and a cracked case at the display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they removed the battery and still had a button error alarm on the device. Customer's blood glucose reading was 130 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.